Event description:
The breast pump stopped turning on during normal use. My wife uses this breast pump to express milk used to feed our infant child. The breast pump was only 3 months old and under warranty. We contacted the manufacturer (spectra) about the defective unit (spectra s1 plus). Spectra has still not provided us with a replacement pump. This is causing my wife severe emotional and physical pain as she struggles to feed our child. Additionally, my wife has an oversupply of breast milk and the unexpected field failure of this medical device puts her at risk of mastitis. Spectra also does not follow their posted hours per the website and is difficult to contact. FDA safety report ID# (B)(4).